Event description:
The pulsar-18 stent system was chosen for the treatment of a severely calcified lesion in the sfa. After flushing of the stent system it was attempted to insert it through the introducer sheath but this was not possible. Thus the whole stent system was removed from the introducer sheath and it was noted that the stent was partially released without pressing the trigger.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 10 mm and the stent has been partially released. The stent is located about 8 mm distal to the proximal stent stopper and does not show any damage or irregularities. Stent imprints are visible in the outer shaft, indicating that the stent was initially crimped at its intended position. The distal part of the stent is stuck between the distal end of the outer shaft and the distal stent stopper. At this location the outer shaft is deformed. Outside of the deformed zone the diameter of the outer shaft complies with the specification. Inspection of the handle revealed that the locking tab is still correctly positioned, but the sliced shaft is gathering inside the handle. Due to the state of the device a simulation with a reference introducer sheath could not be conducted. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection for deformations of the outer shaft and the outer diameter is measured over its entire length. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the procedure, i.e. Forcefully pushing/moving the outer shaft in proximal direction upon retraction.